Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. The event involves a device that is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Event description:
After the first primary thr case on (B)(6), 2012, the patient insisted pain in hip on (B)(6), 2013. During the check on (B)(6), 2014, ceramic insert breakage was found out so revision surgery happened on (B)(6). Patient insisted that he didn't do any specific activity that causing product damage.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding crack/fracture involving a alumina ceramic insert type 32/48 was reported. The event was not confirmed. Device evaluation and results: visual inspection indicated that the distal rim of the insert was fractured around approximately 200°. Numerous small fragments were also returned. Edge chipping is present throughout most of the observed fracture surface. Non-continuous metal transfer markings are present on the proximal surface of the device. The mar concluded: "the distal rim of the alumina ceramic insert was fractured. Nothing could be learned about the origin due to post fracture damage. Evidence suggested that the insert may not have been properly locked into the shell. This condition could result in fracture of an insert. No materials or manufacturing defects were observed on the device." Medical records received and evaluation: a medical review was performed and concluded: "because both liner seating and optimal cup position are the responsibility of the surgeon, all failure factors are procedure-related without device related aspects as also supported by the findings of the mar that showed no materials and/or manufacturing related defects on the materials examined. This pi case is not device-related." Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: a material analysis was performed on the returned liner, no material or manufacturing defects were identified. A medical review indicated that the event was not device related.

Event description:
After the first primary thr case on (B)(6) 2012, the patient insisted pain in hip on (B)(6) 2013. During the check on (B)(6) 2014, ceramic insert breakage was found out so revision surgery happened on (B)(6). Patient insisted that he didn't do any specific activity that causing product damage.